Event description:
It was reported by the rep that when the device was used during a laparoscopic roux-en-y procedure, it delivered an incomplete staple line. The case was completed by converting from a laparoscopic case to an open case. There was no consequence to pt.